Event description:
A consumer reported that she recently had cornea problems in both eyes. She stated that in one of her eyes the top layer of the cornea had been completely removed due to infection. Other symptoms included swelling, redness and severe pain. The consumer stated in 2008 that the event had resolved. A phone call from the optometrist on 09/03/2008 included the following information: he stated that he had seen the consumer several times and that initially her right cornea had a white appearance as if looking through white feathers. She presented with 3+ chemosis with lid edema and superficial punctate keratitis (spk). He also stated that the consumer had what looked like an abrasion on her left eye probably from rubbing it and that he had to do a debridement to remove the epithelium due to erosion. The optometrist stated that the consumer was not compliant in her lens care procedures. The optometrist revealed that the consumer's daughter had been diagnosed with an eye infection after swimming in an improperly cleaned pool. When he asked the consumer if she had been swimming in the pool she denied it. The optometrist treated her with ocular antibiotics, non steroidal anti-inflammatory and antibiotic/steroidal combination ocular medications. He stated that there was no fungal infection. He could not rule out that she might be allergic to the solution but also thought that she might be allergic to her silicone hydrogel contact lenses. The event had resolved and due to other health problems he recommended that she not return to wearing contacts. Additional medical information was received in written form from the optometrist on 09/03/2008. The optometrist reported that the consumer had been wearing contact lenses for many years. She had worn acuvue 2 contact lenses prior to becoming his patient and was changed to acuvue oasys contact lenses in 2007. She presented at his office on the same month with complaints of her left eye (os) being sore, sensitivity to light and having a foreign body sensation. The condition had been present for 5 days and she had seen her family physician who prescribed an antibiotic drop. The condition had not improved. The optometrist stated that she had a diffuse 4+ spk/chemical keratitis, lid edema and conjunctival injection. The optometrist changed her antibiotic medication and added a steroidal medication. The consumer was seen the next day and the va of her right eye (od) was 20/200 with 4+spk and 2+ injection. On four days later, she returned and the va os was 20/50 with 1+ corneal edema. On three days later, her va os was 20/50 with 2+ corneal edema. He again discontinued one medication and prescribed another. On a week later, her va os was 20/20 and the consumer asked to resume her contact lens wear. At that time she was given a new bottle of solution. The optometrist stated that during the next week she was doing well. On four days later, the consumer reported to the optometrist that her right eye was swollen and matted up. She was not having any problems with her left eye. The consumer presented with a 3+ diffuse, white, feathery appearance of the corneal epithelium od. She had 3+ lid edema, 2+ conjunctival injection, and 3+ keratitis and she had a white mucous discharge. The optometrist stated that he diagnosed: "keratoconjunctivitis". She began a new antibiotic with a steroidal and was advised not to wear her contacts. She returned on another four days later, and her va od was 20/60 and her os was 20/80. This was a current glasses prescription. The optometrist observed 1+ injection white feathery, keratoconjunctivitis and her left eye had a trace of white, feathery, presentation. He referred her to an ophthalmologist who diagnosed "keratoconjunctivitis" and did a culture with negative results. On four days later, her va (od) was 20/40 with only a trace of corneal edema. On a week later, the consumer presented wearing contacts, even through she was advised not to wear them. Both corneas were clear and the consumer was not having any complaints. All medications were discontinued at that time. On six days later, she returned to the optometrist with va od of 20/60 and the va os was not done, due to light sensitivity. She had a 3+ eyelid edema a 4+ chemosis and a 3+ conjunctival injection in both eyes (ou). She also had 1+ spk and corneal abrasions os. The left eye was pressure patched and again she was started on antibiotics and steroidals. On the next day, her va od was 20/40 and the va os was still too light sensitive to test. Her cornea od was clear with 1+ chemosis and 1+ injection. The epithelium of her left eye os was loose and had to be debrided. Since the erosion effected about 90% of the conea, the doctor used a bandage contact instead of a silicone hydrogel lens like she had been wearing. He had previously stated that the erosion was probably from rubbing it. Medications were again changed for the left eye. On two days later, the va od was 20/30 and the va os could not be tested due to light sensitivity. The corneal epithelium os appeared to be healing. The following day, the right eye was clear and medications were discontinued. The abrasion os was resolving slowly and the contact lens bandage was removed and an antibiotic pressure patch was applied. She returned to the optometrist on three days later, the abrasions os was about 75 to 80% resolved and she still had 1+ chemosis and edema. Two days later her vision was blurred from the ointment. There was no eyelid edema present and the cornea's epithelium/abrasion had resolved. She had trace spk and subconjunctival hemorrhage. She was to continue with the antibiotics and steroidal eye medications. On four days later(the following month), her va os was 20/200 with diffused spk because of blurring from the ointment and she was wearing an old glasses prescription. The optometrist discontinued the medication and told her to use artificial tear ointment at bedtime. The optometrist advised the patient that she would never wear contact lenses again.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has not been received for evaluation. Batch records were reviewed for lot 137232f and no deviations were identified. The chemistry and microbiology test results were reviewed and found to be acceptable. Two similar reports for lot 137232f. Additional information requested on 08/07/2008, 08/18/2008 and on 08/27/2008 from consumer and 08/27/2008 and 09/03/2008 (2) from od and 09/04/2008 from the ophthalmologist. Additional information was received on 08/21/2008 from consumer and on 09/03/2008 (2) from od.